Event description:
The facility had sent an infusion pump in for an out of box failure analysis, where a baxter technician discovered a failure code 715. The initial report wsa noted during biomedical testing. The hospital representative stated that they have no record of any patient incident involving the pump. Information was requested regarding the date this report occurred, pump programming and set-up information, but no additional information was available. Additional contact information was requested but no additional contact was identified.